Event description:
Pt underwent re-do mitral valve replacement due to a thrombosed valve. Add'l info not available.

Manufacturer narrative:
Valve will not be returned and cannot be evaluated; therefore, no conclusions can be drawn.